Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented a remotely. Review of the transmission revealed false high ventricular rate (hvr) episodes due to ventricular oversensing of a non physiologic signal. No intervention was completed by physician. Patient status is unknown.